Event description:
It was reported that while concluding a circumcision with a recently purchased gomco clamp, the physician noted numerous particles of metal shavings coming off the screw rod of the clamp, as he loosened the wheel nut. The metallic particles did not fall on the surgical site, but certainly could have.

Manufacturer narrative:
Clamp involved has not been returned for evaluation. Inspection of clamp parts in stock did not show signs of flaking plating. Clamp date code indicates it is 14 months old. We do not know how many times it was used in that period. Our instruction book for the clamp states "warning: the clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described".